Event description:
Inappropriate shock delivered due to noise in rv lead. The whole system was explanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead was found cut 13.5 cm distal to the df4 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through between 6.5 and 8.5 cm proximal to the lead tip. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing leading to inappropriate shock delivery. The characteristics of these damages indicate unexpected, excessive wear on the lead. Thus, it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. The provided x-ray picture showed that the lead had excessive slack including 3 bending points in the implanted state which might have contributed to the above-mentioned mechanical stress. The manufacturing process for the lead was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the lead functions to be as specified. In conclusion, the analysis of the devices did not reveal any sign of a material or manufacturing problem.

Event description:
Inappropriate shock delivered due to noise in rv lead. The whole system was explanted.